Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, before using the stapler for the first time the surgeon was unable to squeeze the handle and the staple got blocked and was unable to fire. Also the jaws of the device were difficult to open and does not close correctly. Another device was used to complete the case. There was no patient harm.